Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2015-11-09 additional information was received from a consumer. The patient experienced injury. On the evening of (B)(6) 2015 after having left the physician office and following the increase in the pump dispense dosages (reportedly 300 mcg to 400 mcg) and (reportedly 55 mcg to 60 mcg for the bolus unit) which took place between 1:30 pm and 2:30 pm at the physician office. The patient was asked if they felt any relief of their pain and she said no. The patient asked for her afternoon dose of oxycodone (15 mg 4 times daily) to try to get some relief. The patient watched a basketball game in an effort to take her mind off the pain. After the game at approximately 7:28 pm the patient complained again of much pain and asked if she could try the personal therapy manager (ptm) dose to see if it would help since the dosage had been increased. The patient was given the newly increased ptm bolus dosage for the first (and last) time around 7:30 pm. About one minute and no more than two minutes later the patient complained of being very dizzy. The patient was reminded that the dosage had been increased for the ptm bolus and to be careful and stay seated. No more than three minutes had passed since the patient was given the first of the newly increased ptm bolus dosage. The patient was sitting on the bed in a bending manner as though she was holding her back due to pain. The patient began to lose consciousness and was apparently fighting to keep from passing out. The patient attempted to walk toward the reporter, fell against the wall and collapsed into a state of unconsciousness. The patient was snoring loudly and was not responsive to attempts to wake her. After about one minute of trying to awake her, the reporter called 911. They arrived in about 5-7 minutes but it was too late. The patient had been overdosed with the very first application of the newly increased ptm bolus dosage given to her moments earlier.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine dose and concentration not reported via an implantable pump. It was also noted that another drug was tried that caused urinary retention but the reporter did not know which one but fentanyl and bupivacaine were in the pump at the time of the event. The reporter also stated that fentanyl patches did not help the patient even with high doses in the past. The indication for use was non-malignant pain. The other medications the patient was taking at the time of the report was ambien, neurontin 400mg/day flexeril 10mg 3 times a day ,oxycodone 60mg/day albuterol inhaler and pro-air inhaler. It was reported that the patient died. The cause of death was ruled by the medical examiner as accidental overdose. The patient¿s spouse was suspecting that the physician programmed too much medication for the patient¿s pump and that could have been the cause of the patient¿s overdose. The pump was implanted in (B)(6) 2014. On (B)(6) 2014, the pump dose was raised as the patient had pain after implant. On (B)(6) 2014, the pump was increased again in dose. In (B)(6) 2015, the pump was refilled and they added bupivacaine. On (B)(6) 2015, the patient¿s dose was adjusted to have 400mcg/day (previously 300mcg/day) dispensing continuous and the patient¿s family stated the pa bolus was 75mcg/bolus (the reporter thought previous was 60mcg/bolus). The dosages were raised as the patient was still not getting good pain control. They went home after the appointment and at 7:28pm they requested a bolus from ptm to help with pain. The reporter stated he went upstairs and he heard the patient yell that she felt dizzy. A little bit later, he saw her bending over holding her back while sitting on the bed. He went to the bathroom and he heard the patient fall against the wall and when he got in there, the patient was snoring on the floor. He tried to wake her and when he couldn¿t called 911. The patient¿s heart and breathing had stopped. They finally revived the patient¿s heart on the way to the hospital after trying at home. The reporter stated that he was told at the hospital by another doctor that the dose of the ptm bolus was too high as the patient¿s managing physician did not have privileges at the hospital the patient was at. The pump was stopped using a magnet until it could be interrogated. The reporter was told the patient had brain stem damage. The patient was on life support for 7 days and then they chose to let the patient pass. The report showed the patient died of anoxic brain injury, overdose and aspiration pneumonia. The reporter planned to return the device to the manufacturer.